Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, while removing the delivery catheter system (dcs), 1 of the paddles remained attached to the valve, resulting in dislodgment of the valve. The patient experienced paravalvular leak (pvl) as a result. Subsequently, the embolized valve was snared into the ascending aorta. A new valve was used to complete the procedure. Additional information was received that the pvl was severe.

Event description:
It was reported that following the implant of a transcatheter aortic valve, while removing the delivery catheter system (dcs), 1 of the paddles remained attached to the valve, resulting in dislodgment of the valve. The patient experienced paravalvular leak (pvl) as a result. Subsequently, the embolized valve was snared into the ascending aorta. A new valve was used to complete the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 25-jan-2027, UDI#: (B)(4) h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.